Event description:
Information received from the field does not address the patient's clinical status but notes that at implant, the current drain was around 40ua. After almost a year and a half, the current drain was still at 41ua and the battery impedance began to increase. Therefore, the device was replaced.